Event description:
During an unknown procedure, the device partially fired. Another same like device was used to complete the case. Case completed without incident. No patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed that one atw45 device was received in good visual condition with no cartridge loaded. Three cartridges (a-b-c) were returned in the same device bag. Cartridge (a) was returned unfired and cartridges (b-c) were returned fully fired and with the spring cartridge lockout in normal condition. Cartridge (a) was placed on the returned device. The device fired, cut, and all the staples formed without any difficulties. No functional testing could be performed on cartridges (b-c) due to the cartridges being empty when they were returned.